Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2015 with the following findings: the black box shows on (B)(6) at 03:18 a replace cartridge alarm; deliveries resumed at 08:12. On (B)(6) at 20:12 a replace cartridge alarm was recorded; deliveries resumed at 21:03. The pump was exercised for 24-hrs with returned battery cap and returned cartridge cap; no eaw¿s occurred during testing. Manually calculated an ezbg bolus and an ezcarb bolus; returned pump correctly calculated the same units. The pump¿s bolus calculation feature found to be functioning properly. The total daily dose adds up correctly and reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required specifications. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 462mg/dl with large ketones, abdominal pain, vomiting, symptoms of dehydration, and lightheadedness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completing troubleshooting and the basal delivery totals in total daily dose match active basal program total or as expected, all boluses are recorded as programmed and basal history matches the active basal program settings. The reporter stated that the patient overrode dosage recommended by bolus calculator feature. This report is being made due to bg excursion the patient experienced that resulted from the patient overriding the dosage recommended by bolus calculator feature.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient overriding the dosage recommended by bolus calculator feature).